Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (ICD)  (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged and appeared to have lost slack on x-ray. It was also noted that the lead had elevated threshold along with small r waves. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.